Event description:
The patient was revised on (B)(6) 2021 for infection. Approximately 1 month after the first surgery. The surgeon explanted 3 standard screw (4.5/25mm, 4.5/40mm and 4.5/30mm), 2 locking screw (4.5/40mm and 4.5/20mm), 1 humeral cup (40/6), 1 glenoid baseplate (24mm), 1 centered glenosphere (40/10) and 1 humelock reversed stem cementless (40/14).

Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).